Manufacturer narrative:
The customer's meter was received for investigation. Investigation of returned meter revealed the display is pushed into the housing. Meter has a crack, located at the side of the display, due to extreme force. The crack in the display does not obscure area where patient results are displayed. The meter has worn rubber feet and heavy contamination under the foil. The root cause is determined to be contamination and damage due to improper handling or maintenance by the customer.

Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. Device evaluated by MFR: the device was requested for return but has not been provided.

Event description:
The initial reporter complained of problems with their accu-chek inform ii meter serial number (B)(4) that could affect the interpretation of patient results. The customer initially stated the meter would not stay powered on. The meter would turn on and then go blank. The customer reset the meter but the issue remained. The customer stated that they believe the meter is damaged and there are black lines running through the display. The customer stated that the meter could be still be used but there are black splotches and the screen is hard to see. The display issues could potentially affect the interpretation of patient results. The customer stated that there have been no misinterpreted results.